Event description:
Inr 2.2, 2.3, 2.4 with protime instrument system. Then tested 2 hours later with a second protime instrument: 3.9 inr. No testing sent to a laboratory for confirmation. Patient therapeutic inr range: 2.5-3.54. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Results - customer complaint could not be confirmed.